Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the ablation phase of the procedure, the machine gave off three fluid losses alarms and went to automatic cooldown. During the heated phase, the physician found no visible leak coming from the patient nor from the machine. It was during the cooldown phase that saline was noted to have leaked from the cervix. The reporter stated that there was no indication of overdilation, a tenaculum stabilizer was used and properly engaged, and the sheath was not moved excessively throughout the procedure. Additionally, it was also noted that the patient had adhesions in her uterine cavity. The procedure was completed using this device. The degree of burn, which involved the cervix and posterior vaginal wall, has not been classified by the physician. The injury was treated with a vaginal burn cream. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The exact age of the patient is unknown,however, it was reported the patient was over 18 years. The lot number is not known per the complainant; therefore, the device manufacture and expiration dates cannot be determined, however, it was reported that the device was not used past expiry date. According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2014. According to the complainant, during the ablation phase of the procedure, the machine gave off three fluid losses alarms and went to automatic cooldown. During the heated phase, the physician found no visible leak coming from the patient nor from the machine. It was during the cooldown phase that saline was noted to have leaked from the cervix. The reporter stated that there was no indication of overdilation, a tenaculum stabilizer was used and properly engaged, and the sheath was not moved excessively throughout the procedure. Additionally, it was also noted that the patient had adhesions in her uterine cavity. The procedure was completed using this device. The degree of burn, which involved the cervix and posterior vaginal wall, has not been classified by the physician. The injury was treated with a vaginal burn cream. An additional attempt has been made to obtain follow up event details with no response from the clinician. Additional information received on apri 23, 2014. The site does not claim a relationship between the hta procedure and the adhesions. The adhesions were from a previously failed procedure with a competitor's device.